Event description:
Bell slipped off glans without releasing clamp. Edges of foreskin not opposed due to crush of clamp did not occur despite appropriate procedure. Pt required five sutures for hemostasis and a urology consult.